Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, the customer discovered that the harmonic ace instrument blade was damaged. The harmonic ace instrument blade broke off and fell inside the patient. The fragment was retrieved during the same procedure. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. The instrument did not make contact with any other instrument or hard material during the surgical procedure. The surgeon was dissecting tissue at the time of the event. The instrument was in use for thirty minutes and performed as intended up until it broke. After the blade of the instrument broke off and fell inside the patient, the fragment was visually located and retrieved during the same procedure. It was confirmed that all fragments were retrieved. No additional surgical procedure was required, and there were no post-operative tests performed to check for remaining fragments. The instrument was removed with no resistance through the cannula. The surgical staff did not notice any other damage to the instrument or cannula after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. It was confirmed there was no patient harm, injury or adverse outcome. The instrument is available for return to isi for evaluation. No photographic images of the device or a video recording of the procedure are available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of the broken blade to be related to the customer reported complaint. The instrument was found to have a blade broken. The blade broke at roughly 0.246¿ from the base, and the broken piece was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of the ¿broken instrument blades" is typically attributed to mishandling/misuse. No image or video clip for the reported event was submitted to isi for review. A review of the procedure log confirmed the surgical procedure was performed on the reported event date matching the documented event details. In addition, a review of the logs showed the harmonic ace instrument (part# 480275-08 / lot# l90210727-0127) was last used on (B)(6) 2022 during this total gastrectomy surgical procedure with system sk3106. The harmonic ace instrument is a single-use device. This complaint is being reported due to the following conclusion: during a da vinci-assisted total gastrectomy surgical procedure, it was alleged that the blade of the harmonic ace instrument broke off and fell inside the patient. The fragment was retrieved and no additional surgical intervention was required.